Manufacturer narrative:
Age at time of event- 18 years or older.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified vessel. A 5.00mm/135cm/2cm peripheral cutting balloon was selected for use. During procedure, after the non-bsc wire passed through the lesion, it was noted that the balloon ruptured on the first inflation at 4atm. The balloon was then simply removed from the patient's body. The procedure was completed with a different device. No complications reported and the patient condition is good.